Manufacturer narrative:
The insulin pump was received with blank display due to battery tube connector not fully connected into the interface board. The device was also received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the display on the insulin pump went blank without an alert. Blood glucose value was 223 mg/dl. He stated he had changed the battery 3 times but the display remained blank. During troubleshooting, the customer stated that the battery cap, compartment and spring were not damaged or corroded and the insulin pump was not exposed to moisture or dropped. He removed the battery for 10 minutes and cleaned the battery cap, but the display did not return when inserting a new battery. He was then instructed to remove the battery for 2 hours and call back. The customer called back and stated that the display did not return after the two hour reset. It was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.